Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound while installed in the device. The speaker was confirmed to be functioning when tested on the test fixture. Repairs to the device have not been completed. A follow up report will be submitted once the investigation/repair is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
During evaluation at bench repair the device did not produce sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Although the speaker was confirmed to be functioning when tested on the test fixture, it was confirmed not to be functioning while installed into the device. The speaker has been replaced per current process. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.